Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the transmitter alert history showed in dms showed the sensor replacement alert was first triggered on 30 july 2023. A test was performed to measure the sensor's fluorescence characteristics with respect to changes in glucose solution concentrations in response to temperature changes and the results did not reveal any malfunction of the sensor. Investigation on the returned sensor revealed that there had been a led field current disconnection, which triggered the sensor replacement alert. As part of the solution, a return material authorization was issued for a sensor replacement. As part of the resolution, the user received a new sensor. B4. Date of this report updated to 3 november 2023. D9. Device available for evaluation? Yes, 21 august 2023. G3. Date received by manufacturer updated to 27 october 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.